Event description:
The customer indicated that the ventilator showed a 02 mismatch alarm during patient use. No patient harm was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device logs were provided for evaluation. The reported issue was confirmed in the log review. It was confirmed through internal and customer communication that other bellavista devices were experiencing this issue. It was discovered on another bellavista device by a field service engineer (fse) that the o2 sensor was manufactured in march 2023. Replacement of the o2 sensor resolved the reported issue on another bellavista device. Technical support advised customer to replace the o2 sensor for this device to resolve the reported issue. Additional information was not provided by the customer after the o2 sensor was recommended to be replaced. Per the annual preventive maintenance (pm) procedure, the o2 sensor must be replaced during scheduled pm. Failure to replace the sensor during pm can result in the reported alarms.